Manufacturer narrative:
Describe event or problem, corrected data: previously submitted MDR inadvertently left out information from the operative notes.

Event description:
It was initially reported that the patient had an increase in seizures and had her medications adjusted as a result. It is unclear if the patient will move forward with replacement as the patient's mother had declined it in the past. Based on a battery life calculation the patient should be at or near end of service. Good faith attempts for additional information have been unsuccessful to date.

Event description:
It was reported that the patient was scheduled for generator replacement. The patient underwent generator replacement. The explanted generator has not been received to date.

Event description:
The explanting facility will not return explanted devices to the manufacturer for analysis; therefore, no analysis can be performed. Operative notes were received for the vns patient¿s generator replacement surgery on (B)(6) 2014. The notes indicate that the patient¿s device could not be interrogated prior to surgery. The generator was found to be deep into the pectoralis minor muscle and was removed. The surgeon attempted to interrogate the explanted generator but was unsuccessful due to battery depletion. The replacement generator was connected to the existing lead. The replacement generator was programmed on but showed high impedance. The chest incision site was closed and device settings were verified outside the generator pocket. The high impedance was reported in manufacturer report # 1644487-2014-01242.

Event description:
Follow up with the physician found that the patient was lost to follow-up. No additional information was provided.